Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of low blood glucose of 30mg/dl and treated with glucose. Customer indicated that their blood glucose value was 108mg/dl at the time of the call. There was no indication that the insulin pump over delivered insulin and customer indicated that the pump programming was incorrect. Troubleshooting advised customer on how to fix the programming. The customer indicated that their doctor changed the settings recently. The customer was assisted with troubleshooting and the customer stated that the drive support cap was normal. The product was not returned for analysis. Customer was advised to monitor the pump and blood glucose and call back if any further issues.

Manufacturer narrative:
The insulin pump was received with normal operating currents and passed the self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No motor error alarms, unexpected excessive no delivery alarms, or displacement anomalies noted. No possible over delivery anomaly noted. Unable to verify motor position encoder error alarm in the alarm history due to history file overwritten with displayable history crc check failed alarms due to a corrupted history file. The motor was tested outside the device and passed. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.